Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during lab or demonstration, the colonovideoscope tested positive for 15 colony forming units (cfus) of citrobacter freundii on june 4, 2025 and 2 colony forming units (cfus) of staphylococcus aureus and micrococcus luteus on june 16, 2025. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; d9; g3; h2; h3; h6 and h11. Corrected field: e3. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer: sampling date: (B)(6) 2025. Sampling from: scope. Cfu: 15 colony forming unit (cfu). Bacterial identification: citrobacter freundii. Sampling date: (B)(6) 2025. Sampling from: scope. Cfu: 2 colony forming unit (cfu). Bacterial identification: staphylococcus aureus; micrococcus luteus. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus; therefore the user request was confirmed. After a new decontamination, the device was tested negative. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.